Event description:
The customer reported to olympus, the image would be fuzzy, grey/ red tint on the evis exera iii xenon light source, and it would not recognize the scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed customer the issue could be coming from the scope or the clv-190, or the cv-190. Since we cannot duplicate it at will, they will have to log the equipment used when the issue occurs to narrow down the issue. The clv-190's IFU recommends that the light source be powered off before connecting or disconnecting the scope. If the issue occurs, power off both unit, remove the scope, clean the contact points on the scope with 70% isopropyl alcohol and lint free cloth, let it dry, connect the scope to the clv-19 0, power every up and observe the result. The customer was instructed to try the scope on another tower and observe the result, use the maj-2087 to clean to the output socket on the clv-190 and sent the customer the quick reference on how to manage the b30 and e216 error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the scope recognition failure could not be determined. It is likely that a temporary failure occurred in the communication between the scope and the processor because a foreign material adhered to the output socket. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.